Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on a 3/10 ml, 31 g x 6 mm bd insulin syringe with bd ultra-fine¿ needle prior to use. In addition, when the consumer recapped the device, the needle protruded through the shield causing a needle stick. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that there is a brown substance on the area of the needle where the needle meets the syringe and the needle went through the shield and he stuck himself while reshielding. The returned syringe was examined visually and under the microscope and exhibited a bent cannula. The shield also exhibited a hole in it caused by the cannula. This indicates that the cannula went through the shield, became exposed, and could have resulted in a needle stick. The sample also exhibited a dark brown material on the surface of the hub. A small portion of this material was removed from the hub and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polypropylene. The color of this material indicates that the polypropylene has been overprocessed. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle stick and overprocessed polypropylene on the surface of the hub). Device history record review ¿ a review of the device history record was completed for batch# 6221840. All inspections and challenges were performed per the applicable operations qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The most probable cause is due to material degrading while being held during a mold machine stoppage. The normal process control activity is to clear the line of any nonconforming parts when the molding machine re-starts. If this is not performed thoroughly, a defective syringe may remain on the line. Possible root causes for needle through shield include: re-shielding by end user. Based on the investigation, no CAPA is required at this time. On 10/24/2017, (B)(4) received one (1) loose 0.3ml, 6mm syringe from reported batch# 6221840. All samples were decontaminated per (B)(4) prior to being evaluated. Upon evaluation by (B)(4), it was noted that the sample exhibited multiple defects: the cannula was noted to be bent, upon deshielding of the sample, the interior of the shield was observed to exhibit a scratch and what appears to be a puncture and a brownish substance was noted along the top of the syringe hub. Ftir spectral analysis was completed at franklin lakes during initial investigation and determined the brownish substance to be of polypropylene, a material used during molding of the syringe components. The damage to the shield and cannula support the cannula having punctured the shield, increasing the likelihood that a needle stick injury could occur. Probable root cause for the bent cannula and damage to the interior of the shield are likely due to a reshielding incident by the end user. The scratch within the shield would not be evident had the cannula been initially forced through the shield, thus supporting the conclusion that the incident is attributable to a consumer related issue. The discolored material on the syringe hub is likely due to overprocessing of the part during molding, which would cause heat to be applied to this portion of the hub for an extended time period, greater than usually anticipated through normal production.